Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pulsating sensation and fall. The right ventricular (rv) lead exhibited increase of threshold and increase of impedance. The implantable pulse generator (ipg) and rv lead remains in use. No further patient complications have been reported as a result of this event.